Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 10 mg/dl at the time of incident and current blood glucose was 205 mg/dl. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer stated that insulin pump was under delivering. The customer was treated with food. The insulin pump will be returned for analysis.